Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was noted that the a cable was reconnected. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system that was used outside of a procedure. It was reported that the system needed to be fixed as it would not boot up. There was no patient present when this issue was identified. No further information was provided.